Event description:
The customer stated that cell-dyn sapphire optical platelet results of 3.68 k/ul and 19.7 k/ul were generated for a patient. Both results had an "invalid data" flag. There were invalidating asterisk and messages to alert the operator to verify the results. In addition, the plt optical scatters showed that there were interfering substances and conditions in the abnormal sample. Results generated for these samples using an alternate method were 20 k/ul and 42 k/ul respectively. No impact to patient management was reported. During communication with the customer at a later date, the customer indicated that the patient was sick with terminal myelodysplastic syndrome (mds) and had died. No additional information about the patient was available. The customer stated that the cell-dyn platelet results were not a cause of the patient death. The cell-dyn optical results were not reported out of the laboratory, so they did not impact patient management. Results were obtained by an alternate method. The cell-dyn device did not cause nor contribute to death or serious injury in this incident. This is further supported by the customer's statement.

Manufacturer narrative:
The cell-dyn sapphire performed as designed in processing the abnormal sample with interfering substance and/or condition and alerted the clinician of the patient's condition by displaying suspect parameter flags and invalidating the results. Both invalid plt results and valid cd61 results indicate a critical thrombocyte concentration and would alert the clinician of the patient's condition. The incident was a sample specific issue. The incident is covered in product labeling (cell-dyn sapphire operator's manual, section 3). There is no product deficiency, no malfunction and no action taken for the complaint issue. (B)(4) (no consequences or impact to patient) (B)(4) (incorrect or inadequate test result) (B)(4).